Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experiences a shock sensation every time they shift groups, which has occurred since the device was first programmed and continues with each group change. The patient stated that every time they visit the neurologist, adjustments are made to the groups or they are checked. The patient believes there is a glitch causing this issue. The patient later called back with additional questions regarding MRI conditions, the MRI group, and the eligibility report. MRI mode and options were reviewed, and the patient was advised to consult their healthcare provider for further evaluation. .